Manufacturer narrative:
Blank display due to faulty interface board. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the incident. Customer has suspended the device and noticed that it was off. The battery was replaced but nothing worked. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.